Event description:
Consumer complaint of erratic blood results. Verified the strips are with the expiration date 09/30/2017 and were first opened within the last month. Customer stores their supplies in the original vial closed at all times. Customers expected blood results should be 150mg/dl or below 124 through out the day. Customer is unable to access the meters memory. Customer declined a back to back blood test as she states she tested before lunch and received a result of 395mg/dl and just finished eating lunch 10 minutes ago. Customer is not exhibiting any symptoms. Customer has not required any medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction. User's misunderstanding of erratic results.